Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (concentration 40 mg/ml, dose 8.994 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On this report date, the patient went to the emergency room with increased pain, withdrawal and a code on the personal therapy manager indicating to call the physician. The manufacturing representative read the logs which showed a critical alarm due to low battery reset occurred on (B)(6) 2016 09:10, safe state was noted on (B)(6) 2016 at 19:29, premature battery depletion was also reported. The estimated elective replacement indicator was at 13 months. Per the logs, a motor stall recovery was noted on (B)(6) 2016 at 19:29. The pump settings were reprogrammed and patient had an appointment with the doctor on (B)(6) 2016. It was unknown as to what may have led or contributed to the issue. Surgical intervention did not occur and had not been scheduled but was planned. At the time of this report, the issue was resolved, patient status was "alive - with injury", the injury was specified as withdrawal and increased pain.

Manufacturer narrative:
The notified date was updated from 2016-10-03 to 2016-10-02. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified a low battery reset with an unknown root cause. Evaluation conclusion code and evaluation result code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2016. Document contained no new information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer representative on 2016-oct-20. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.